Event description:
It was reported that this patient with a pacemaker had atrial tachycardia (at)/ atrial fibrillation (af) back in june and was found via external monitors. The field representative noted there was no stored events for that day. However, the health care professional (hcp) did find there was far-field oversensing from the right ventricular (rv) on the right atrial (ra) lead channel leading to inappropriate atrial tachy response (atr) mode switching. The hcp wanted to confirm if the patient was in true at/af on that day. Technical services discussed the data has since been overridden in the device and those dates and electrogram (egm)s were not transmitting to the website. Ts could not identify if this was a true arrythmia or if it was oversensing. At this time, the device remains in service. No adverse patient effects were reported.